Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device eval by manufacturer: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon was separated 39mm from the tip, and the guidewire lumen was also separated 20.3cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed separation of the balloon and guidewire lumen.

Event description:
It was reported that the catheter shaft broke. A sterling sl 3.00mm x 150mm, 90cm balloon catheter was selected for use to treat peripheral arterial disease of the superficial femoral artery, where it was noted that the stenosed target lesion was very calcified. Another manufacturer 0.035-inch guidewire could not pass, but the 0.018-inch was able to pass through the stenosis. The catheter was advanced to the lesion, however during dilation the calcification was so strong that the balloon was damaged and was knocked down. The physician removed the balloon, but the second part of the sterling remained inside and was able to be fully removed along with the guidewire. Another sterling sl 3.00mm x 150mm, 90cm balloon catheter was used to dilate the lesion a bit, and a smaller sized sterling balloon catheter was chosen, however, was not compatible with the guidewire. Post- dilation the larger 0.035-inch guidewire was able to pass, and an athletis was chosen to complete the procedure without sequela.

Event description:
It was reported that the catheter shaft broke. A sterling sl 3.00mm x 150mm, 90cm balloon catheter was selected for use to treat peripheral arterial disease of the superficial femoral artery, where it was noted that the stenosed target lesion was very calcified. Another manufacturer 0.035-inch guidewire could not pass, but the 0.018-inch was able to pass through the stenosis. The catheter was advanced to the lesion, however during dilation the calcification was so strong that the balloon was damaged and was knocked down. The physician removed the balloon, but the second part of the sterling remained inside and was able to be fully removed along with the guidewire. Another sterling sl 3.00mm x 150mm, 90cm balloon catheter was used to dilate the lesion a bit, and a smaller sized sterling balloon catheter was chosen, however, was not compatible with the guidewire. Post- dilation the larger 0.035-inch guidewire was able to pass, and an athletics was chosen to complete the procedure without sequela.

Manufacturer narrative:
(B)(6).